Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 409 mg/dl, 378 mg/dl, 405 mg/dl, 60 mg/dl, and 363 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.